Event description:
It was reported that after performing diagnostics on a patient's generator an error message was received stating there was high lead impedance. The nurse providing the information was not sure if the patient had experienced any recent trauma to the vns area. No known interventions have occurred to date.

Event description:
X-ray images were received 05/17/2016. The generator was placed normally in the upper left chest. The connector pins appeared fully inserted into the connector block. The filter feedthru wires appeared intact. A strain relief bend was present, but a strain relief loop could not be identified. Two tie downs were present to secure the strain relief bend. The quality of the image does not allow an assessment to be made whether there is any lead located behind the generator. There were no sharp angles identified in the portions of the lead which could be assessed. The lead wires appeared intact at the connector pins. There were no gross fractures or discontinuities identified in the portions of the lead which could be assessed, however the possibility of a microfracture could not be ruled out. Additional relevant information has not been received to-date.

Event description:
Information was received that the patient's vns was previously explanted for unknown reason. The explanted device has not been received for analysis to date. No further relevant information has been received to date.